Manufacturer narrative:
Complete initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the unopened foley catheter appeared twisted and contorted. Upon opening and inspecting the product, it was found to be permanently deformed in this shape, making it difficult to insert into patients. This did not occur with the previous sleeve design, so health professionals request that an investigation be conducted into this defect.